Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported difficulty inserting the clip introducer over the clip was due to user technique. The reported clip introducer break appears to be a cascading effect of the difficulty inserting. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip introducer break. It was reported that during preparation of the clip delivery system (cds), the clip briefly became stuck inside the clip introducer and the clip introducer broke. It was noted that it seems as if the physician did not align the clip into the clip introducer correctly. Therefore the cds was not used in the procedure and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.